Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, during the implantation procedure of the subject ICD, the operator tried to unscrew the connector's screw to ensure he could insert the lead properly inside the connector port. After unscrewing, the operator wasn't able to screw anymore because the screw was out of its connector block. The device was returned for analysis.